Manufacturer narrative:
The lead was returned due to dislodgement. Final analysis found as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Shorting between conductor paths was found at the connector region consistent with procedural damage. Visual inspection found the outer insulation twisted throughout entire lead body consistent with procedural damage. X-ray examination found the inner coil to be over-torqued with one filar of the inner coil broken/separated at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length was measured to be within specification.

Event description:
It was reported that patient presented for an implant procedure. During the procedure, the lead was dislodged after slitting the catheter. The lead was not used and replaced. The patient was recovering.

Manufacturer narrative:
Further information was requested but not received yet.